Event description:
Reporter indicated that patient's vns therapy device was "not functioning". Device parameters not available to manufacturer in order to perform a battery life estimation. Good faith attempts for further information are currently being made.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.